Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) inspected the device and could not duplicate the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the top display blank. The ventilator was not in use on a patient at the time the malfunction occurred.